Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. The pacing impedance measurements had decreased. The patient indicated he had cardiac stimulation when lying on his left side which was determined to be due to the rv lead. A lead revision was performed and the lead was found to have dislodged. The lead was repositioned and all measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.